Manufacturer narrative:
The pump passed the rewind, basic occlusion and displacement tests. The pump was unable to prime during the prime test due to a faulty force sensor. No motor error or no delivery alarms noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 405 mg/dl at the time of the incident. Customer stated that she delivered 5 units with the pump and ran out of insulin in the reservoir. Customer was attempting to reload the reservoir and received a no delivery alarm while priming. Customer stated that she had a MRI in (B)(6) 2015 but the pump was left with her husband in the lobby. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer has been having issues with high blood glucose. Customer also had symptoms such as vomiting, nausea, and thirst. Customer treated with manual syringes with novolog. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.